Event description:
Additional information was received from the healthcare professional (hcp). The hcp stated that he believed that the pump was replaced, but did not have the patient's information or any additional information.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The indication for use was not provided. Low battery reset and safe state alarms occurred. The hcp mentioned that the elective replacement indicator (eri) was going to be in approximately 22 months. No symptoms were reported. Follow-up is being conducted for patient and device identification information and any troubleshooting or intervention information.